Event description:
A customer reported to beckman coulter, inc. (Bec) hotline a cortisol proficiency survey failure on the access 2 immunoassay analyzer. The customer also reported that they had failed two cortisol calibration curves subsequent to the proficiency survey failure. While troubleshooting, hotline discovered that the cortisol reagent pack used to generate the proficiency survey results had been shared between the customer's access 2 and access 2i instruments. When the reagent pack is shared between 2 instruments, the instrument does not detect either a wrong reagent pack or that no reagent pack is present. No patient results were obtained from the shared reagent pack. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer stated that qc was performing within instrument specifications prior to the event. Customer has not supplied system check data to date. A review of customer's archive data from the customer's access 2 and access 2i shows that the cortisol pack (B)(4) had been used to generate a calibration curve on the access 2i, and to generate qc and proficiency survey results on the access 2 instrument. Per labeling, instructions for loading a reagent pack states warning, "if a partially used reagent pack is loaded on a different system or workgroup, it will be inventoried as a full pack and inaccurate results may occur." User error is the root cause of this event.